Event description:
It was reported that the device exhibited premature battery depletion. The device's lv output was programmed to high outputs for seven months from implant, then later reduced. The device will be explanted when it reaches eri.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Analysis did not confirm the premature battery depletion initially reported. Based on usage parameters, the device was within the expected longevity performance. Automated testing found no anomalies and the device met all specifications.